Event description:
The customer reported via phone call that the insulin pump's battery cap would not close due to missing threading. The customer stated that the damage was a result of the insulin pump being dropped. Blood glucose level at the time of the incident was 70 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked reservoir tube and broken battery tube threads. Unit received with no audio alarms due to faulty u14 on interface board.